Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) standard left size 3, item# 42500605401, lot# 63106132. Articular surface fixed bearing posterior stabilized (ps) left 14 mm height, item# 42511400414, lot# 63353359. Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a revision is pending for a patient who experienced a femoral neck fracture and tibial loosening approximately two years and two months' post implantation. There is no additional information available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No devices or photos were received; therefore, the condition of the components is unknown. Per the joint assist report patient is experiencing tibial loosening but has not been revised yet. The fractured femur has been treated with total hip arthroplasty. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.